Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens customer care center and reported that a falsely depressed d-dimer (ddi) result was obtained on a patient sample on an immulite 2000 xpi instrument. The customer reviewed the ddi adjustment and quality control (qc) results, which were acceptable. Instrument maintenance was up to date and the sample was run within stability. The customer provided ddi data and instrument files to siemens for investigation. Siemens is investigating the issue.

Event description:
A falsely depressed d-dimer (ddi) result was obtained on a patient sample on an immulite 2000 xpi instrument. The result was reported to the physician(s). The sample was repeated in duplicate on the same instrument. The repeat results were higher than the discordant result. The repeat result of 832 ng feu/ml was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ddi results.

Manufacturer narrative:
Siemens filed initial MDR 2247117-2022-00038 on 21-oct-2022. Additional information (27-oct-2022): siemens further investigated the incident and determined that there was no reagent level sense issues when the discordant result was obtained. The sample level sense revealed that the sample volume was close to the top of a typical 12x75 mm sample tube. Therefore, siemens determined that if a 12x75 mm sample tube was used for the initial aspiration, the sample tube was holding a lot of sample or the sample probe potentially performed a level sense on a liquid film or a bubble within the sample. This incident was isolated to one patient sample. Therefore, siemens concluded preanalytical sample variables potentially contributed to the falsely depressed d-dimer (ddi) result. The investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.